Event description:
A malfunction was reported on a pump by a caller. There was no adverse impact to the customer's blood glucose level. The technical support team provided information to reset the pump and assisted the caller in doing so. The pump malfunction code did not recur after resetting, and the customer was able to continue using the pump. Further assistance was declined by the caller.